Manufacturer narrative:
Service not dispatched.

Event description:
The customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni results within the risk stratification range for one patient sample generated on the access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was repeated on the same unit and alternate unit and lower results within the normal reference range of the assay for both patients were obtained. The samples were collected in sodium heparin plasma tubes and were centrifuged for 2 minutes at 4000 rpm. Qc was performing within the customer's established limits at the time of the event. On (B)(4) 2011 system check was performed and both passed within instrument specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.